Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Name of the initial procedure? Did the suture device used during the procedure detach from the needle and did the same suture also break? It was reported "risk of loss of needle". Did the needle fall into the patient during the procedure? If yes, was it retrieved during the same procedure? Is the device involved in the event available for return?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the thread pulled off and broke easily. There was a risk of loss of needle in per-operative. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/11/2020. A manufacturing record evaluation was performed for the finished device batch phb902, xcep8811h19 and no non-conformances were.